Manufacturer narrative:
The echelon-10 micro catheter (model: 105-5091-150 lot: a623991) and unknown guidewire were returned for analysis within a shipping box; within a re-sealable biohazard pouch; within an opened echelon-10 micro catheter inner pouch. The unknown guidewire has a measure total length of ~200.2cm, an od (outer diameter) of 0.012¿ at proximal end and an od of 0.011¿ at the distal end. The distal tip appeared to be shaped the echelon-10 micro catheter is compatible for use with guidewires with a maximum od of 0.014¿. Therefore, the guidewire was found to be compatible for use with echelon-10. The echelon-10 total length was measured to be ~155.5cm (reference: 155.0cm). The echelon-10 useable length was measured to be ~147.7cm which is within specification (specification: 147.0cm ± 1.5cm). Upon visual inspection, no issues were found with the echelon-10 micro catheter hub or body. The unknown guidewire was found to be protruding ~42.7cm from the echelon hub. The distal tip was found to be damaged. Upon further inspection there appeared to be a puncture at the distal marker band with the unknown guidewire protruding ~2.1cm from the puncture. The unknown guidewire was then removed for further analysis. The echelon-10 micro catheter was flushed, water exited from the puncture and the distal tip. No other anomalies were observed. The echelon-10 micro catheter was returned for analysis with the unknown guidewire protruding from the puncture at the proximal edge of distal marker band. No damages or irregularities were found with the returned echelon-10 hub or catheter body. The echelon-10 distal tip was found to be punctured at distal marker band. Based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was confirmed, however the root cause could not be determined. It is possible the shaping of the echelon-10 distal tip or the guidewire distal tip shaping contributed to the event; however, the root cause could not be determined. No damages were found with the returned echelon-10 micro catheter that would have contributed to the reported puncture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The echelon catheter has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a procedure, a guidewire was pushed in an echelon catheter, became stuck, then perforated the echelon. The devices had been prepared as indicated in the IFU. There were no reports of patient injury in association with this event.